Event description:
It was reported that the programmer generated a "serious programmer error." Follow-up determined that the error occurred right at start-up and that the programmer did need to be changed out, as well as that there was no patient impact. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).